Manufacturer narrative:
A ge service rep performed an on site investigation. The video ground pin was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the images produced were uninterpretable. No pt injury was reported.